Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was and there were no deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. In addition: physical damage to the subject device and deviation of the reprocessing method from the instruction manual may have led to the foreign material remaining. The event can be detected/prevented by following the instructions for use which state: instructions for evis lucera elite small intestinal videoscope sif-h290s, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for evis lucera elite, gastrointestinal videoscope, gif-xp290n, gif-h290, gif-h290z, gif-hq290, colonovideoscope, cf-h290l, cf-h290i, cf-hq290l, cf-hq290i, cf-hq290zl, cf-hq290zi, pcf-h290l, pcf-h290i, pcf-h290dl, pcf-h290di, pcf-h290zl, pcf-h290zi, small intestinal videoscope, sif-h290s, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the nozzle of the small intestinal videoscope had foreign material. There were no reports of patient involvement.